Manufacturer narrative:
Investigation summary: a complaint of a hole being found in tubing was received from the customer. One sample was returned for investigation. A small indent was found in the tubing near the roller clamp as well as a larger tear that had ripped open. A device history record review for model 2426-0007 lot number 21029014 was performed. The search showed that a total of 28,803 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the dent and tear was the roller clamp.

Event description:
It was reported that a as lvp 20d 3ss cv experienced defective tubing and leaks during use. The following was reported by the initial reporter: "hole found in tubing of bd alaris¿ pump module administration set. While priming benadryl infusion, medication starting spilling out hole near the end of tubing."